Event description:
It was reported that the patient was at a gun range and was riffle shooting and the lead snapped. This occurred the year prior to the report. The patient had a lead revision after that to move the lead and implant it deeper. The manufacturer representative (rep) noted that the stimulator did not break or fracture. That was a false alarm and the patient thought it fractured. There was no adverse event.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).